Event description:
Device issue: core separation. Time of device issue: during unpacking. Adverse event: none. It was reported that during removal of the bmw guide wire from the hoop the distal end of the guide wire proximal to the center solder separated; the tip was discarded. There was no reported patient involvement. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device has been received; however, the investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.